Event description:
The customer reported that following a diagnostic catheterization procedure in 2003, an attempt was made to deploy a vasoseal elite. During the deployment procedure, the operator was unable to retract the j segment of the locator. The locator was repositioned and another attempt was made to retract the j segment. The deployment was aborted and the device was removed. Upon inspeciton of the locator, it was observed that the segment was missing. Manual compression was held. No further complications were reported.